Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the emergency room with pre-syncope episodes, upon device interrogation, loss of capture was observed on the rv lead. Patient was sent to the lab and threshold measures and capture measures were taken. Programming changes were made. There was no noise observed from the manipulation of the device and leads. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.